Event description:
It was reported that the patient alarm was triggered. Upon review of the remote monitoring transmission it was noted that the v-v count indicated a potential lead insulation defect. Many non-sustained ventricular tachycardia (nsvts) caused by noise were detected, a lead conductor fracture was confirmed, and there was oversensing on the right ventricular (rv) lead. The rv lead was replaced.it was also noted that the patient was enrolled in the system longevity study (sls). No patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).